Event description:
I have informed ciba vision via phone call, and e-mail of the following events, and it occurred to me that maybe I should report this to the FDA as well. Here is what happened. In 2007: I purchased a box of clear care solution, the following day: I opened a new set of contacts, acuvue 2, and wore them all day without problem. At night I took them out and placed them in the contact basket and rinsed with solution for 5 seconds, filled solution to the line on the cup, inserted the baskets into the bottle and screwed on the lid. I did not rinse out the cup or baskets before using. One day later: I took the contacts out of the cup/baskets and rinsed my contacts and the cup/basket with softwear saline solution. Within 15 minutes, I felt that there was something in my left eye, which was painful, so took out the contact. I flushed my eye and contact with saline solution and reinserted the contact, I was able to wear it the rest of the day without feeling that anything was in my eye. By the evening, my eye was irritated and slightly red. I put the contacts back in the basket and cup as I did on saturday night. The next day: my eye was still irritated in the morning and I decided to go and see my optometrist. He told me that I must have had something that got under my contact that cut my cornea, which caused it to become inflamed and irritated. He told me to throw my contacts away, even though I wore them once, just in case there was something on them. I came home and opened the cup and noticed some hard round particles around the threads of the lid and cup. They looked the same color as the lid, a beige color. I rinsed cup, basket and lid with hot water to wash all of it away. I then called vision's customer care dept and asked if the solution could crystalize, they told me no. Could it have been the saline solution that crystalized? Or could it have been plastic particles from the threads of the lids? I am not sure, but it did cause damage to my eye and expenses that I did not plan on incurring. Susan said she will be sending me a new 12 oz. Bottle to replace the one that I purchased along with a prepaid return mail box to return the solution and the cup/baskets. I would like to try this solution again, as it was recommended. I switched to use this, because of the recall on the amo complete moisture plus solution recall. Next time, I will be sure to rinse the cup, baskets and lids before using, so this does not happen again. As well as making sure there are no loose particles found. The lot number on the bottle 71127, with an expiration of 2009-03. Dates of use: two days in 2007. Diagnosis: disinfect contacts. Event abated after use: yes. Used once, experienced this problem, stopped using. Ciba vision is sending me a return prepaid package to return solution and case to them for further inspection.